Event description:
It was reported to philips that the system gave an alert indicating the power distribution unit pulse power bus relays (ppb) was not switched which can prevent a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and found the reported problem. After reviewing the log, rse found the pdu pulse power bus relays (ppb) were not switched, preventing the generator from turning on. A field service engineer (fse) examined the system onsite and observed the issue for 15 days and problem didn¿t repeat. No work done by philips. The system was restored to normal working order. The codes were updated based on the investigation outcome.